Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample available. Therefore the cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd893297. No exceptions were observed that were related to the reported condition.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. During a call with baxter customer services, the following was reported. On an unknown date in 2012, the patient's pd catheter stopped working. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for the peritonitis and for pd catheter surgery as the catheter had stopped working. The surgeon found pus and removed the pd catheter. It was later clarified the pus was peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included unspecified antibiotics (dose and frequency unknown). On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient started outpatient hemodialysis. The patient recovered from this peritonitis event. Per the nurse, this peritonitis event was not related to baxter products.